Event description:
It was reported that pt underwent a hysterectomy procedure on (B)(6) 2012 and topical skin adhesive was used. The pt developed a rash at the site of application. The topical skin adhesive was removed and the pt was treated with benadryl 50mg IV and keflex. No additional info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.